Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is black and blank before and after a battery change. The customer's blood glucose reading was 360 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self test and displacement test. The pump was monitored and no blank display, black display or display anomalies were noted. The power connector plugged in and locked in place properly. The pump was received with minor scratches on the lcd window, case and keypad overlay.